Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27187, 2017865-2021-27188, 2017865-2021-27190. It was reported that a patient presented to the clinic previously with a growth on their right ventricular lead, as observed on an echo. The patient's entire system, including their implantable cardioverter defibrillator, right ventricular lead, right atrial lead, and left ventricular lead, were explanted and replace on (B)(6) 2021. The patient was stable throughout.